Event description:
It was reported by service report that the scale was displaying inaccurate weights. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the load cells malfunctioned.